Event description:
As reported, the patient had an initial right tka on (B)(6) 2011. The post of the tibial poly broke and the patient was revised on (B)(6) 2023. There was no reported surgical delay/prolongation. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. H7: (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."